Event description:
This lead was explanted and replaced the same day it was implanted because it dislodged after the pocket was closed. There were no adverse pt events reported. The hospital retained the device. Should additional info be received, this file will be updated.